Manufacturer narrative:
Additional information was unable to be obtained.

Event description:
It was reported that the legs did not extend. It was further reported that the patient fell and information was not able to be obtained regarding the extent of the injuries.

Event description:
It was reported that the legs did not extend. It was further reported that the patient fell and it is unknown at this time the extent of the injuries.